Event description:
It was reported that during a meniscus suturing operation, the fast-fix 360 was used to sutured the meniscus, the outer packaging was normal, following the standard operating procedure, t1t2 fell off at the same time. A backup device was available to complete the procedure. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle. Only t2 was returned for evaluation, which showed no abnormalities. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.this investigation could not identify any evidence of product contribution to the reported complaint.